Event description:
It was reported by a ge healthcare field engineer that during a preventative maintenance check that nitrous oxide flowed without the presence of oxygen. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.